Manufacturer narrative:
Based on the description and the complaint and the review of the equipment by (B)(4), we believe this incident was due to caregiver inattention technique. When the carry bar was in a vertical orientation, the sling loops were able to become detached. The intended use of the support bar is to remain horizontal at all times. Corrective action: due to the root cause of caregiver inattention and technique, medcare provided additional onsite training at the facility on (B)(6) 2015. In addition, the facility has stated that they completed staff education of "make sure using the right sling for the resident and all loops fully attached to the hooks". The user manual (400004) emphasizes the importance of proper sling loop placement: "prior to lifting an individual make sure that the straps of the sling are securely placed on the hooks of the carry bar."

Manufacturer narrative:
The sling was a nonmedcare item used w/the lift and when inspected by medcare found to be in good condition. The lift was removed from service by the facility following the incident on (B)(6) 2015 and later inspected by a medcare service tech on (B)(6) 2015 w/no faults found in how the unit functions. Medcare contacted the facility to discuss whether the employees involved and others understood how to correctly use sling's in combination w/a patient and a lift. The facility indicated a need for training due to individuals having not been trained at all and other needing to understand how to properly use the equipment w/patients. Training was conducted by medcare to review the lifting practices on (B)(6) 2015, at the healthcare facility.

Event description:
The facility reported while moving a patient, using a medcare full body lift w/a nonmedcare sling, the sling loop came off the hook, the patient fell to the floor and hurt his left shoulder, left elbow, lower back, a neck fracture, and received a laceration on the top left part of the head.